Manufacturer narrative:
The therapeutic range was 2.5-3.5 inr.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 294151) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable master lot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with an unspecified coaguchek xs meter compared to an unspecified laboratory method. The result from the meter was 3.5 inr. One hour later the result from the laboratory was 2.5 inr. No changes were made to the customer's medication. The customer's therapeutic range was not provided. No adverse event occurred. The meter and test strips were requested for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.